Event description:
It was reported that the customer's mother noticed that the pump may not be recording her daughter's boluses properly. Customer had a blood glucose of 18.7 mmol/l. Caller stated that there was no bolus showing in the history but 2 hours later the customer's blood glucose was down to 11.3 mmol/l. Caller stated that the customer did not treat any other way. Caller was advised that in this case, the pump could possibly just not be recoding the boluses even though it is delivering them. Insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.